Event description:
We have been informed that during surgery, the trocar was noticed to have a blunt blade. Moreover, a type of coating was found on the trocar. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
In regard to this complaint, no pictures were sent for review and no product was returned for investigation. Product history review revealed no deviations in production process and that qa checks were performed. Database search showed that no similar complaints were reported on this specific lot prior to this case or since. The final review for this case is in process and pending approval.

Event description:
We have been informed that during surgery, the trocar was noticed to have a blunt blade. Moreover, a type of coating was found on the trocar. No report that actual patient harm occurred or surgery was prolonged > 30 min.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented until the investigation has been completed. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Manufacturer narrative:
Unfortunately, neither the involved product nor any pictures of the reported 'coating' were received. Device history record review revealed no deviations. A database search showed that no similar complaints have been reported on this specific lot prior to this case or since. The search did show, however, that five similar complaints were reported on different lots previously (2021 and 2022). In these cases, the material on the inserter or cannula appeared to be precipitated vapor from the glue that is used during product assembly. Since the product involved in this complaint was not returned, the cause of the reported failure could not be confirmed.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.since the cause of the reported failure could not be determined without examination of the involved product and because the product is performing within anticipated rates, no remedial action, corrective/preventive action or field safety corrective action (fsca) was initiated.the analysis includes all complaints with failure mode as reported ci-ins-foreignmat and ci-foreignmat related to comparable trocar systems. Please note that each trocar set includes three trocars. The number of devices on the market is therefore considerably higher than reflected in the table.

Event description:
We have been informed that during surgery, the trocar was noticed to have a blunt blade. Moreover, a type of coating was found on the trocar. No report that actual patient harm occurred or surgery was prolonged > 30 min.